Event description:
Patient reportede the unit looks up when exposed to powerlines, store security, and electrical equipment on the job. The sensation feels like3 a more frequent pulse, goes from a smooth tingle to a rough tingle. Hcp reported there was no indication of patient injury upon clinical exam. Current patient status is"improved." No report of device explanation.